Manufacturer narrative:
The customer was released from the hospital on (B)(6) 2016, and bgs were back within target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels in the 500s during the night. Customer bolused via the pump, however bg levels stayed in the 500s mg/dl. Customer was admitted to the hospital around midnight and placed on insulin drip. Customer was still admitted at the time of the call, however bg levels had dropped down to 372 mg/dl.